Manufacturer narrative:
There are no previous complaints on the device. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr #2024-018 had been initiated to address the discrepancies. This pump underwent routine maintenance testing by "intuvie" provider where it was detected that the 30 psi value (p.I) failed under the required parameters and needed to be calibrated. The pump recalibrated 30 psi from 300 to 280 confirmed to have successfully addressed the issue. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint#: (B)(4).

Event description:
On 09/10/2024, znyo medical received a report that during the preventive maintenance (pm), the device had failed the 30 psi test alarmed at 20.1 psi. No patient was involved.